Event description:
It was reported there were coupling and or communication issues. The implantable neurostimulator (ins) was in the box and no patient event was associated. They were able to program the ins with the clinician programmer but they were unable to charge the ins. It was noted they were not charging by any recognizable source of electromagnetic interference. Antenna dial was adjusted and antenna locate feature was used with no resolve. The representative did not have another recharger or ins. It was later reported it "must have been electromagnetic interference" because they were able to get it on their fifteenth try. Follow up reported the representative was able to get the device to charge.

Manufacturer narrative:
(B)(4).